Manufacturer narrative:
Failure analysis team received the force bipolar forceps instrument and was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument broke inside the patient and could not be straightened for removal through the trocar. The customer confirmed there was no concern of fragments breaking off in the patient. The instruments were eventually removed without the need for any additional procedure, and no xray was performed as there was no indication of retained fragments.